Manufacturer narrative:
A supplemental MDR is being submitted after medical records were received and reviewed. The following sections of this report have been updated: section b7: other relevant history, including preexisting medical conditions, and h10: narrative/data. After review of medical records, a 26mm s3u was implanted in the native mitral position, using a transseptal puncture via right transfemoral approach. In this position, the operator noted no residual mitral valve stenosis and no significant mitral regurgitation via tee. Successful deployment of the sapien ultra valve in the mitral position. The patient tolerated the procedure well and was transferred for post-management care. At one-day post-procedure, mild paravalvular regurgitation was noted, with no central regurgitation and a mean gradient across aortic valve of 6mmhg. The patient was "evaluated and feeling well." And "had mild improvement of in their symptoms". The patient was initiated on anticoagulants for mitral valve prophylaxis. The patient was feeling well and was discharged home. At 55 days post-implant, a 2nd 26mm sapien 3 ultra valve was implanted due to lateral/posterior aspect of the valve appeared to have migrated atrial resulting in severe paravalvular regurgitation. The patient underwent successful viv implantation with a small pvl. Upon review of echo (tee), the valve appears well seated with no abnormal rocking motion. The mean gradient is unchanged at 3mmhg with no significant central mitral regurgitation and no evidence of lvot obstruction. Before s3u was placed, la pressures were mean 24mmhg, with v waves up to 50mmhg. After valve placement, v waves were down to 20mmhg with a mean of 12mmhg. The patient tolerated the procedure well and was transferred for post-management care. The patient was discharged home.

Manufacturer narrative:
The edwards sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. The edwards sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater or equal to 8% at 30 days, based on the sts risk score and other clinical comorbidities unmeasured by the sts risk calculator). Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 ultra valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) does not instruct the operator how to position the sapien 3 ultra valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The cause for the migration and subsequent pvl may be due to patient factors (insufficient calcium in the native mitral valve) and/or procedure factors (device manipulation). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by implant patient registry (ipr), approximately 55 days post-implant of a 26mm sapien 3 ultra valve in the mitral position, a 2nd 26mm sapien ultra valve was implanted. Approximately 2 months post-implant of a 26mm sapien 3 ultra valve a transcatheter mitral valve replacement implanted in a mac a 2nd sapien 3 ultra valve was placed. Upon a follow-up echo, the patient had a significant paravalvular leak (pvl), and it appeared the initial valve had migrated toward the left atrium. A new 26mm sapien 3 ultra valve was successfully implanted in a more ventricular position. The patient was stable.